Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 399 mg/dl at the time of the incident. It was not confirmed whether the customer was assisted with troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was not confirmed whether the auto mode feature was active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. Customer reported that the insulin pump had failed battery alarm. Customer reported that the pump received pump error alarm. No further complications were reported. The customer will discontinue to use the product.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022, the customer alleged failed battery test alarm, pump error 53 alarm, and high bgs. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Test p-cap locks properly into the reservoir compartment. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case above arrow and battery icon and pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. Pump error 53 confirmed in the history file on (B)(6) 2022 at 01:05:30 (file #: 12678, line #: 12678) and (B)(6) 2022 at 01:15:00 (file #: 26, line #: 1474) due to a software error. In further full review in the pump history, these battery related alarms were found: failed battery test alarm on (B)(6) 2022 at 01:05:33, 04:27:00, 04:50:21, 04:50:37, 04:50:54, 04:51:08, 05:01:00, on (B)(6) 2022 at 20:14:15 low battery alarm on (B)(6) 2022 at 02:48:00, 04:50:37, 04:50:54, 04:51:08, insert battery alarm on (B)(6) 2022 at 06:24:32, on (B)(6) 2022 at 20:12:22, 20:15:27, 20:43:32, no unexpected failed battery test, low battery, nor insert battery alarms during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Customer alleged for failed battery test alarm was confirmed. Pump error 53 alarm confirmed due to a software error. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial follow up report. The information has been provided in section h6 by including component codes with this report.